Event description:
It was reported that the patient was experiencing non target area stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was disposed per facility policy.